Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule stopped transmitting and a short study had occurred. The short study is from 29:254 from the 48 hour study. Due to the short study, a repeat procedure will possibly need to be scheduled. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during procedure. The study duration was 29:54 hours instead of the 48:00 hours. The study showed ph values are normal. The study graph shows a sudden stop which is a result of the lithium battery being removed during the procedure. A review of the device history record indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.